Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("her left fallopian tube was perforated"), fallopian tube necrosis ("her right fallopian tube was completely necrotic"), uterine necrosis ("uterine necrosis"), infection ("infections") and mixed incontinence ("severe mixed urinary incontinence for which she has important functional limitations that impact her daily life activities") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), uterine necrosis (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant) with pyrexia, inflammation ("inflammation"), vertigo ("vertigo"), migraine ("migraines") and mixed incontinence (seriousness criterion disability). The patient was treated with surgery (removal of fallopian tubes) and surgery (removal of uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fallopian tube necrosis and uterine necrosis had resolved with sequelae, the infection, inflammation, vertigo and migraine outcome was unknown and the mixed incontinence had not resolved. The reporter considered fallopian tube necrosis, fallopian tube perforation, infection, inflammation, migraine, mixed incontinence, uterine necrosis and vertigo to be related to essure. The reporter commented: after several months of experiencing infinity of symptoms (fever, infections, inflammation, vertigo, migraines among others) a series of imaging tests were performed through which was observed that her left fallopian tube was perforated, and that the right one was completely necrotic. Diagnostic results: a series of imaging tests were performed through which it was observed that her left fallopian tube was perforated, and that the right one was completely necrotic. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her left fallopian tube was perforated'), fallopian tube necrosis ('her right fallopian tube was completely necrotic') and uterine necrosis ('uterine necrosis') in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation. No known allergies to medicinal products, no history of diabetes, hypertension or dyslipidaemia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), uterine necrosis (seriousness criteria medically significant and intervention required), infection ("infections") with pyrexia, inflammation ("inflammation"), vertigo ("vertigo"), migraine ("migraines") and mixed incontinence ("severe mixed urinary incontinence after hysterectomy"). The patient was treated with anticholinergics, fesoterodine fumarate (toviaz) and surgery (removal of fallopian tubes on (B)(6) 2017 and removal of uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fallopian tube necrosis and uterine necrosis had resolved with sequelae, the infection, inflammation, vertigo and migraine outcome was unknown and the mixed incontinence had not resolved. The reporter considered fallopian tube necrosis, fallopian tube perforation, infection, inflammation, migraine, mixed incontinence, uterine necrosis and vertigo to be related to essure. The reporter commented: after several months of experiencing infinity of symptoms (fever, infections, inflammation, vertigo, migraines among others) a series of imaging tests were performed through which it was observed that her left fallopian tube was perforated, and that the right one was completely necrotic. After hysterectomy the patient developed a mixed urinary incontinence for which she had important functional limitations that impact her daily life activities. The physician recommended a transobturator tape (tot) procedure for the insertion of an anti-incontinence sling. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: series of imaging tests showed left fallopian tube was perforated, right tube was completely necrotic. Ultrasound scan vagina - on (B)(6) 2018: vaginal cuff appears normal, it has not prolapsed. Ovaries normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: this report was a duplicate of record # es-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2020-15439) which will be deleted in bayer safety database after all information was transferred to this retained case (es-bayer-(B)(4)). New information added: new reporters: physicians, claimant. Claimant's birth date/age and medical history (non reported previously). Ultrasound and scan results and reporter comment added. Remedial drugs added. Additional ha number ps/pf/63374 added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her left fallopian tube was perforated'), fallopian tube necrosis ('her right fallopian tube was completely necrotic') and uterine necrosis ('uterine necrosis') in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation. No known allergies to medicinal products, no history of diabetes, hypertension or dyslipidaemia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), uterine necrosis (seriousness criteria medically significant and intervention required), infection ("infections") with pyrexia, inflammation ("inflammation"), vertigo ("vertigo"), migraine ("migraines") and mixed incontinence ("severe mixed urinary incontinence after hysterectomy"). The patient was treated with anticholinergics, fesoterodine fumarate (toviaz) and surgery (removal of fallopian tubes on (B)(6) 2017 and removal of uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fallopian tube necrosis and uterine necrosis had resolved with sequelae, the infection, inflammation, vertigo and migraine outcome was unknown and the mixed incontinence had not resolved. The reporter considered fallopian tube necrosis, fallopian tube perforation, infection, inflammation, migraine, mixed incontinence, uterine necrosis and vertigo to be related to essure. No further causality assessment were provided for the product. The reporter commented: after several months of experiencing infinity of symptoms (fever, infections, inflammation, vertigo, migraines among others) a series of imaging tests were performed through which it was observed that her left fallopian tube was perforated, and that the right one was completely necrotic. After hysterectomy the patient developed a mixed urinary incontinence for which she had important functional limitations that impact her daily life activities. The physician recommended a transobturator tape (tot) procedure for the insertion of an anti-incontinence sling. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: series of imaging tests showed left fallopian tube was perforated, right tube was completely necrotic. Ultrasound scan vagina - on (B)(6) 2018: vaginal cuff appears normal, it has not prolapsed. Ovaries normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her left fallopian tube was perforated'), fallopian tube necrosis ('her right fallopian tube was completely necrotic') and uterine necrosis ('uterine necrosis') in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation. No known allergies to medicinal products, no history of diabetes, hypertension or dyslipidaemia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), uterine necrosis (seriousness criteria medically significant and intervention required), infection ("infections") with pyrexia, inflammation ("inflammation"), vertigo ("vertigo"), migraine ("migraines") and mixed incontinence ("severe mixed urinary incontinence after hysterectomy"). The patient was treated with anticholinergics, fesoterodine fumarate (toviaz) and surgery (removal of fallopian tubes on (B)(6) 2017 and removal of uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fallopian tube necrosis and uterine necrosis had resolved with sequelae, the infection, inflammation, vertigo and migraine outcome was unknown and the mixed incontinence had not resolved. The reporter considered fallopian tube necrosis, fallopian tube perforation, infection, inflammation, migraine, mixed incontinence, uterine necrosis and vertigo to be related to essure. The reporter commented: after several months of experiencing infinity of symptoms (fever, infections, inflammation, vertigo, migraines among others) a series of imaging tests were performed through which it was observed that her left fallopian tube was perforated, and that the right one was completely necrotic. After hysterectomy the patient developed a mixed urinary incontinence for which she had important functional limitations that impact her daily life activities. The physician recommended a transobturator tape (tot) procedure for the insertion of an anti-incontinence sling. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: series of imaging tests showed left fallopian tube was perforated, right tube was completely necrotic. Ultrasound scan vagina - on (B)(6) 2018: vaginal cuff appears normal, it has not prolapsed. Ovaries normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("her left fallopian tube was perforated"), fallopian tube necrosis ("her right fallopian tube was completely necrotic"), uterine necrosis ("uterine necrosis"), infection ("infections") and mixed incontinence ("severe mixed urinary incontinence for which she has important functional limitations that impact her daily life activities") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), uterine necrosis (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant) with pyrexia, inflammation ("inflammation"), vertigo ("vertigo"), migraine ("migraines") and mixed incontinence (seriousness criterion disability). The patient was treated with surgery (removal of fallopian tubes), surgery (removal of fallopian tubes) and surgery (removal of uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fallopian tube necrosis and uterine necrosis had resolved with sequelae, the infection, inflammation, vertigo and migraine outcome was unknown and the mixed incontinence had not resolved. The reporter considered fallopian tube necrosis, fallopian tube perforation, infection, inflammation, migraine, mixed incontinence, uterine necrosis and vertigo to be related to essure. The reporter commented: after several months of experiencing infinity of symptoms (fever, infections, inflammation, vertigo, migraines among others) a series of imaging tests were performed through which was observed that her left fallopian tube was perforated, and that the right one was completely necrotic. Diagnostic results: a series of imaging tests were performed through which it was observed that her left fallopian tube was perforated, and that the right one was completely necrotic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("her left fallopian tube was perforated"), fallopian tube necrosis ("her right fallopian tube was completely necrotic"), device breakage ("part of the spring of one of the contraceptives had remained in uterus during withdrawal of essure in (B)(6) 2017") and uterine necrosis ("uterine necrosis") in a 40 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of knee operation. No known allergies to medicinal products, no history of diabetes, hypertension or dyslipidaemia. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), fallopian tube necrosis (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), uterine necrosis (seriousness criteria medically important and intervention required), urinary tract infection ("urine infections") with pyrexia, thyroiditis ("inflammation of the thyroide"), vertigo ("vertigo"), migraine ("migraines"), mixed incontinence ("severe mixed urinary incontinence after hysterectomy") and pharyngeal inflammation ("inflammation of the throat"). The patient was treated with toviaz (fesoterodine fumarate) and anticholinergics as well as surgery (removal of fallopian tubes on (B)(6) 2017, hysterectomy and removal of uterus on (B)(6) 2017). On (B)(6) 2017, the device breakage had resolved. At the time of the report, the fallopian tube perforation, fallopian tube necrosis and uterine necrosis had resolved with sequelae and the mixed incontinence had not resolved. The outcomes for urinary tract infection, thyroiditis, vertigo, migraine and pharyngeal inflammation were unknown. The reporter considered device breakage, fallopian tube necrosis, fallopian tube perforation, migraine, mixed incontinence, pharyngeal inflammation, thyroiditis, urinary tract infection, uterine necrosis and vertigo to be related to essure administration. The reporter commented: after several months of experiencing infinity of symptoms (fever, infections, inflammation, vertigo, migraines among others) a series of imaging tests were performed through which it was observed that her left fallopian tube was perforated, and that the right one was completely necrotic. After hysterectomy the patient developed a mixed urinary incontinence for which she had important functional limitations that impact her daily life activities. The physician recommended a transobturator tape (tot) procedure for the insertion of an anti-incontinence sling. The pathological diagnosis reported that the hysterectomy piece presented nonspecific chronic endometriosis. On (B)(6) 2017, the patient required emergency care for postoperative vaginal bleeding (metrorrhagia in amounts greater than the period) of 30 min of evolution associated with slight pain in the hypogastrium. This bleeding persisted with less intensity for several weeks. The patient presented painful discomfort in the left iliac fossa that increased, accompanied by difficulty in urination. Proteus mirabilis was detected and treated according to antibiogram. Despite the improvement in symptoms, the patient commented that pain persists and a sensation of crushing in the left iliac fossa with weight in the hypogastrium, frequency and difficulty emptying the bladder, which required postural changes. (B)(6) 2018: the patient presented an increase in myopia due to nickel poisoning due to the device in the tube. (B)(6) 2018: the patient visited the doctor for urinary incontinence that was related to effort. She had urgency with occasional incontinence. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: placement of the essure was correct. The devices are correctly located. [Scan] (date unknown): series of imaging tests showed left fallopian tube was perforated, right tube was completely necrotic. [Ultrasound scan vagina] on (B)(6) 2018: vaginal cuff appears normal, it has not prolapsed. Ovaries normal. [X-ray] (date unknown): part of the spring of one of the contraceptives had remained inserted in the uterus during the withdrawal of essure in (B)(6) 2017. Concerning the injuries reported in this case, the following one/ones were reported via medical records: urine infections, inflammation of the thyroid, inflammation of the throat, fever, migraines, device breakage . Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 04-apr-2022: essure insertion date updated to (B)(6) 2015 (from (B)(6) 2016); lab data result added; previously reported infection was updated to urine infections and inflammation was updated to inflammation of the thyroid and inflammation of the throat; device breakage added as event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('her left fallopian tube was perforated'), fallopian tube necrosis ('her right fallopian tube was completely necrotic'), device breakage ('part of the spring of one of the contraceptives had remained in uterus during withdrawal of essure in (B)(6) 2017') and uterine necrosis ('uterine necrosis') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation. No known allergies to medicinal products, no history of diabetes, hypertension or dyslipidaemia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube necrosis (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion intervention required), uterine necrosis (seriousness criteria medically significant and intervention required), urinary tract infection ("urine infections") with pyrexia, thyroiditis ("inflammation of the thyroide"), vertigo ("vertigo"), migraine ("migraines"), mixed incontinence ("severe mixed urinary incontinence after hysterectomy") and pharyngeal inflammation ("inflammation of the throat"). The patient was treated with anticholinergics, fesoterodine fumarate (toviaz) and surgery (hysterectomy, removal of fallopian tubes on (B)(6) 2017 and removal of uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the device breakage had resolved. At the time of the report, the fallopian tube perforation, fallopian tube necrosis and uterine necrosis had resolved with sequelae, the urinary tract infection, thyroiditis, vertigo, migraine and pharyngeal inflammation outcome was unknown and the mixed incontinence had not resolved. The reporter considered device breakage, fallopian tube necrosis, fallopian tube perforation, migraine, mixed incontinence, pharyngeal inflammation, thyroiditis, urinary tract infection, uterine necrosis and vertigo to be related to essure. No further causality assessment were provided for the product. The reporter commented: after several months of experiencing infinity of symptoms (fever, infections, inflammation, vertigo, migraines among others) a series of imaging tests were performed through which it was observed that her left fallopian tube was perforated, and that the right one was completely necrotic. After hysterectomy the patient developed a mixed urinary incontinence for which she had important functional limitations that impact her daily life activities. The physician recommended a transobturator tape (tot) procedure for the insertion of an anti-incontinence sling. The pathological diagnosis reported that the hysterectomy piece presented nonspecific chronic endometriosis. On (B)(6) 2017, the patient required emergency care for postoperative vaginal bleeding (metrorrhagia in amounts greater than the period) of 30 min of evolution associated with slight pain in the hypogastrium. This bleeding persisted with less intensity for several weeks. The patient presented painful discomfort in the left iliac fossa that increased, accompanied by difficulty in urination. Proteus mirabilis was detected and treated according to antibiogram. Despite the improvement in symptoms, the patient commented that pain persists and a sensation of crushing in the left iliac fossa with weight in the hypogastrium, frequency and difficulty emptying the bladder, which required postural changes. (B)(6) 2018: the patient presented an increase in myopia due to nickel poisoning due to the device in the tube. (B)(6) 2018: the patient visited the doctor for urinary incontinence that was related to effort. She had urgency with occasional incontinence. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: placement of the essure was correct. The devices are correctly located.. Scan - on an unknown date: series of imaging tests showed left fallopian tube was perforated, right tube was completely necrotic. Ultrasound scan vagina - on (B)(6) 2018: vaginal cuff appears normal, it has not prolapsed. Ovaries normal. X-ray - on an unknown date: part of the spring of one of the contraceptives had remained inserted in the uterus during the withdrawal of essure in (B)(6) 2017. Concerning the injuries reported in this case, the following one/ones were reported via medical records: urine infections, inflammation of the thyroid, inflammation of the throat, fever, migraines, device breakage quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.